Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2015. It was reported that the patient was at the emergency department and unconscious at the time of the event. It was reported that the hospital staff witnessed the event. It was reported that CPR was initiated. After review of the downloaded data, it was confirmed that the patient received two treatments at 07:35:40 and 07:36:19 on (B)(6) 2015. The first defibrillation was delivered in response to ventricular tachycardia (vt) at 225 bpm degrading to asystole. The post-shock rhythm was twenty-four seconds of asystole transitioning to ventricular fibrillation (vf). The second defibrillation was delivered in response to vf. The post-shock rhythm was vt at 130 bpm transitioning to asystole. Oversensing contributed to the false detection. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient passed away on (B)(6) 2015.

Manufacturer narrative:
Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor, sn (B)(4), 09/22/2014 - reuse; electrode belt, sn (B)(4): 01/16/2014 - reuse.